Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device delayed upon power up.

Manufacturer narrative:
The reported malfunction of "compressor failure 1001", was observed during review of the device activity logs. The compressor pump was replaced as a precaution. The reported malfunction of "delay in powering up" was not replicated or confirmed. Review of the device activity logs did not find any power related errors. The device was subjected to an internal inspection and full functionality testing with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.